Event description:
A physician reported that ophthalmic operating console exhibit the perfluoropropane gas bubble in patient eye was reduced to unusual size and inadequate perfluoropropane gas was filled in the patient eye and it was noticed on post operative day eight. There was no details of the procedure. There was no report of the patient harm. Additional information has been requested none received till date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A check of the batch production record could not be performed because a valid lot number was not reported. The expiration date could not be determined. A check of the complaint records could not be performed because the lot number was not provided. A check of confirmed complaints for the eye gas not lasting as long in the patient's eye as expected showed no complaints since the beginning of 2016. The sample was not returned. Testing could not be performed. No further information was able to be obtained from this customer. With no additional, related information provided, the reported event was not able to be confirmed. At this time, the root cause of the reported event cannot be determined. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).